Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during set-up for a cori assisted tka procedure, when registering the real intelligence robotic drill some error messages were displayed. The first one stated "incorrect burr installation", and then another error showed up stating "not able to achieve maximum retraction time". Diagnostics were ran and validation test for retraction failed as well. The procedure was performed, after a non-significant delay, with manual instrumentation instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The drill failed the maximum retraction time portion of kpc. A case passed with no issues. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor passed testing. The inside cavitys of the drill were cleaned out with peroxide wipe. After reassembly, the drill repeatedly passed kpc and a case with no problems. The problem could no longer be reproduced. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with debris on the carriage and its mating cavity. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.